Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device had an audio problem. Troubleshooting was performed they received a hardware low level alarm and computer software issue alarm. There was no clear indication that the alarms were resolved. Th device will not be returned for analysis.